Event description:
Customer reported experiencing issues with his pump over the past couple of months, including the device shutting off unexpectedly despite having sufficient battery. There was no reported impact to francisco¿s blood glucose level. Customer requested a call back for technical assistance later today or anytime tomorrow, as he did not have time for a direct transfer to tech support.